Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: liner unexpanded, but lifted 2cm in length from strain relief. Tip unopened. Deep scratches along sheath shaft. Strain relief scratched 4cm in length from distal end of strain relief. Functional testing was performed. A sample commander delivery system was advanced through the returned esheath during pre deco process, and the liner expanded as designed and the distal tip opened but split. The provided imagery was evaluated, and revealed the following: minimal luminal diameter (mld) was not sufficient for use of the 14fr esheath plus (requirement is greater than 5.5 mm). Calcification present in patients access vessels. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Regarding the reported resistance between components, through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath valve interaction. The reported resistance between system components was confirmed based on the evaluation of the returned device. Available information suggests patient factors (calcification, undersized vessels) likely contributed to the event as 3mensio revealed presence of calcification in patients access vessels and that the minimal luminal diameters were not sufficient for use of the 14fr esheath plus (requirement is greater than 5.5 mm). Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft and strain relief can be indicative of the presence of calcified nodules within the access vessel. Additionally, undersized vessels (e.g. Due to anatomical variation, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Regarding the reported insertion difficulties, through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The insertion difficulty and distal tip split were confirmed based on the evaluation of the returned device. Available information suggests patient factors (calcification, undersized vessels) may have contributed to the reported insertion difficulties, while procedural factors (device manipulation) likely contributed to the distal tip spit. In this case, 3mensio revealed presence of calcification in patients access vessels and that the minimal luminal diameters were not sufficient for use of the 14fr esheath plus (requirement is greater than 5.5 mm). Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Scratches observed on the sheath shaft and strain relief can be indicative of the presence of vessel calcification. Furthermore, undersized vessels (e.g. Due to anatomical variation, scar tissue, or fibrosis) can create a restricted pathway or constrained condition that can increase friction and result in difficulty inserting or advancing the sheath. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. Additionally, during device evaluation, the distal tip split while advancing the commander delivery system through the esheath plus. Also, deep scratches were observed along the strain relief, sheath shaft and tip. Sharp calcified nodules which caused the scratches along the sheath shaft could have weakened the hdpe at the distal tip. In addition, during sheath introduction through a challenging pathway, the operator may have applied excessive manipulation to overcome the difficulty, further compromising the integrity of the sheath tip. As such, although the tip split during device evaluation, the weakened sheath tip due to calcification in combination with advancing the commander delivery system through the esheath likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by an edwards lifesciences affiliate in germany, regarding an implant of a 20mm sapien 3 ultra valve in aortic position by transfemoral approach. The puncture side was expanded with the 16fr dilator and then the 14fr esheath plus was inserted with difficulties. The 20mm sapien 3 ultra valve could not be advanced through the esheath and it was decided to removed the system. The system was withdrawn without any problem and a new 16fr esheath plus was the introduced in the vascular system. The procedure was then carried out successfully without any problems. The patient did not suffer any injury due to these events and was noted as to be stable after the procedure. During the evaluation of the device, while advancing a 20mm commander delivery system through the returned 14f esheath plus, the sheath distal tip was split.